Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced an issue with the infusion set's introducer needle on (B)(6) 2024. The issue occured while trying to remove the introducer needle the entire cannula came out. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6006624 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code introducer needle is difficult or unable to be removed from infusion site. Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 6006624 was packaging according to the wi version 112, in the line inset 4, on 21/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 29-may-2025 against malfunction code introducer needle is difficult or unable to be removed from infusion site and lot 6005630 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to detachment on tubing - base connector, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.